Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this product was admitted to the hospital due to an increasing hematoma forming at the device site. The patient was transferred to another hospital for intervention where it was discovered that both the right atrial (ra) lead and right ventricular (rv) lead exhibited loss of capture (loc) and loss of sensing. The patient was taken to the cath lab for intervention. Upon opening the pocket, it was identified that the lead suture sleeves were not properly secured to the fascia. The leads were removed and replaced. Vascular surgeons addressed the hematoma. During the procedure a code was called for cardiac arrest, unfortunately it was not reported when the code was called or the exact reason the code was called. The patient did recover.